Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: amlodipine, cephalexin, ibuprofen, lisinopril, oxycodone, pramipexole, prednisone, ropinirole, aspirin daily.

Event description:
The growth of the patient¿s proximal aortic neck is thought to have been contributed by the unability to achieve a tight proximal seal, as the patient's upper aortic neck extends to the right at the level of the renal arteries. The physician plans to convert the patient to open repair and explant the devices; no date is yet scheduled.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation less or equal to 60 degrees. Additionally, the IFU specifies, adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with three gore® excluder® aaa endoprostheses (pxt281418/06610008, pxc141400/06752243 and pxa280300/06485218). The patient tolerated the procedure. On (B)(6) 2017, follow up computed tomography identified a proximal type I endoleak. On (B)(6) 2017, follow up computed tomography identified a proximal type I endoleak. On (B)(6) 2017, the patient underwent reintervention to treat the proximal type I endoleak and an additional gore® excluder® aortic extender component was placed proximally to extend coverage. It was reported that this did not resolve the endoleak. The physician plans to convert the patient to open repair and explant the devices; no date is yet scheduled.